Event description:
The lens was removed and replaced without complication due to the patient's complaint of difficulty seeing.

Manufacturer narrative:
The diopter of the returned lens measured correct as labeled. The iol met all manufacturing specifications prior to release. The results of our investigation reasonably suggest this event is not manufacturing related.